Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while on impella cp support, the patient experienced runs of premature ventricular contractions during repositioning of the impella. The impella was pulled back until the arrhythmia spontaneously resolved and then the impella was positioned without further issues. Additional information noted the patient was made do not resuscitate. Care was withdrawn and the patient expired. Report of the event by medical safety noted the use of the device cannot conclusively be associated with the (death) outcome.